Manufacturer narrative:
At this time it is unknown which of the two valves was implanted first. On this basis, the information pertaining to both valves is being provided: [model 9000tfx26/serial# (B)(4)/lot# 59379139/expiration date 09/26/2014/manufacture date 10/2012]; [model 9000tfx26/serial# (B)(4)/lot#59372462/expiration date 09/09/2014/manufacture date 10/2012]. The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was not required/performed as there was no allegation of product malfunction. Furthermore, all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak (pvl) and aortic insufficiency (ai) are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this particular case, the cause of the reported pvl and aortic insufficiency cannot be confirmed. Information regarding the final position of the sapien valve is not available in the medical records.; however, inaccurate placement of the sapien valve could result in clinically significant hemodynamic compromise, and/or may require additional intervention to secure the valve. In this case a second valve was deployed with good results. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported through the patient registry department, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, post valve deployment (echocardiogram) showed the patient had some paravalvular and intervalvular aortic insufficiency. In order to troubleshoot, a second 26mm sapien valve was implanted with resulting perfect hemodynamics and no regurgitation or paravalvular leaks were seen.